Event description:
The customer reported, "no picture on the left side of the monitor. This is a loss of live image as the left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.